Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient non pacer dependent presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited low sensing and high threshold. The lead was reprogrammed. The patient was in stable condition and would continue to be monitored.